Manufacturer narrative:
The field service representative inspected the instrument, found bubbles and signs of leaking in the1ml syringe and replaced the part. Part replacement resolved the issue. The 1ml syringe was determined to be the cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic sodium patient results. Trending review did not identify any trends for the issue under review. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c8000 processing module for five patients. The following data was provided (normal range 136 - 145 mmol/l): initial 114, repeat 137 mmol/l. No impact to patient management was reported.